Event description:
Pt implanted with lcp extra-articular distal humerus plate, cortex screws and locking screws for a distal humerus fracture on an unk date. Fracture healed. Pt complained of pain and hardware was removed on (B)(6) 2011. Pt requested hardware. This is 10 of 11 reports submitted on this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
Device was used for treatment, not diagnosis.